Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a biliary lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance handle was used in conjunction when the trapezoid basket to crush a 15mm x 18mm stone. However, the handle cannula broke, and the basket failed to crush the stone. The handle was removed and an attempt was made to use an endo-tripter, but the on-hand wire was broken. A grasping forceps was used to release the entrapped stone by grasping the basket wire. Electrohydraulic lithotripsy was performed again, but because the probe was out of stock, the procedure was completed by endoscopic balloon dilatation. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 1069 captures the reported event of handle cannula broken. Block h10: visual inspection of the returned device found the coil and pull wire were cut in the proximal section. There is evidence that likely the device portion was cut using an unknown object during procedure. The coil portion was not returned for analysis. Additionally, the handle cannula was found detached from the handle. The dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw towards the proximal end as the cannula has been forcibly pulled out from the set screws. During the evaluation, the handle label was removed exposing the set screws which were found to be present in the handle assembly. The pull wire was observed kinked in different sections along the working length. The basket wires were found to be deformed and the tip was still attached to the basket wires assembly. As per complaint information, the issue occurred during procedure. Handling and manipulation of the device during use can lead to the handle cannula pulling out from the finger ring. Drag marks observed in the handle cannula indicates that a lot of force was applied to the handle to crush the stone or retract the basket resulting in handle cannula detachment, basket wires bent and pull wire kink. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a biliary lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance handle was used in conjunction when the trapezoid basket to crush a 15mm x 18mm stone. However, the handle cannula broke, and the basket failed to crush the stone. The handle was removed and an attempt was made to use an endo-tripter, but the on-hand wire was broken. A grasping forceps was used to release the entrapped stone by grasping the basket wire. Electrohydraulic lithotripsy was performed again, but because the probe was out of stock, the procedure was completed by endoscopic balloon dilatation. There were no patient complications reported as a result of this event.